Manufacturer narrative:
(B)(4).no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient suffered a subdural hemorrhagic stroke in the early post-operative period. Anticoagulation was removed and the patient suffered an embolic stroke. The patient was placed back on anticoagulation and suffered another hemorrhagic stroke. It was reported that it was difficult to find adequate anticoagulation that agreed with the patient's physiology. She ultimately suffered a significant hemorrhagic cerebrovascular accident. Support was withdrawn and the patient expired on (B)(6) 2015. The dates of the reported strokes were not provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic and embolic stroke could not be conclusively determined. A full examination of heartmate ii lvas could not be performed because the device was not returned to the manufacturer for analysis; however, thoratec's heartmate ii lvas instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that the pump will not be returned. The reason was not provided.